Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The customer reported to have replaced the backlight inverter pcb and the ventilator passed all testing. Covidien was not authorized to service the device.